Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed static fill estimate of 45 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received explanation that issue could occur due to large variation in measured pressures used to calculate insulin remaining, and was informed that once actual amount matched static value, fill estimate would begin counting down normally, which customer understood and acknowledged.